Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip had a glue-like substance that was noticed on the stopper. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip had a glue-like substance that was noticed on the stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received, it came in a sealed packaging blister. A visual inspection of the rubber stopper showed no foreign matter therefore failure mode is not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8165883 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8165883 during this production run.